Manufacturer narrative:
The distributor was contacted for additional information, but no response has been received. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was attempted to be explanted due to a conductor fracture. After the explant attempt, the lead remained connected to the device and the pacing impedance was found to be out of range and greater than 3000 ohms. Additionally, it was discussed that the patient requires magnetic resonance imaging (MRI), but boston scientific technical services (ts) explained that with a damaged lead, the system may not be intact for MRI scan and side effects can occur if currents are induced via magnetic fields. Therefore, it was recommended not to perform the MRI. The patient was reported in atrial fibrillation (af), and at this time, no further information is available. No adverse patient effects were reported. Evidence suggests that this lead remains in service.

Manufacturer narrative:
Follow up report 4 (correction): impact codes were updated. Please note that the product serial number is unknown at this time. The distributor was contacted for additional information, but no response has been received. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was attempted to be explanted due to a conductor fracture. After the explant attempt, the lead remained connected to the device and the pacing impedance was found to be out of range and greater than 3000 ohms. Additionally, it was discussed that the patient requires magnetic resonance imaging (MRI), but boston scientific technical services (ts) explained that with a damaged lead, the system may not be intact for MRI scan and side effects can occur if currents are induced via magnetic fields. Therefore, it was recommended not to perform the MRI. The patient was reported in atrial fibrillation (af), and at this time, no further information is available. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. The explant procedure was not completed as helix retraction difficulties were encountered. Since only nonaggressive explant procedures are performed at this center, the physician made the decision not to continue with the surgery. No additional adverse patient effects were reported. The lead remains implanted and in service.

Event description:
It was reported that this right atrial (ra) lead was attempted to be explanted due to a conductor fracture. After the explant attempt, the lead remained connected to the device and the pacing impedance was found to be out of range and greater than 3000 ohms. Additionally, it was discussed that the patient requires magnetic resonance imaging (MRI), but boston scientific technical services (ts) explained that with a damaged lead, the system may not be intact for MRI scan and side effects can occur if currents are induced via magnetic fields. Therefore, it was recommended not to perform the MRI. The patient was reported in atrial fibrillation (af), and at this time, no further information is available. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. The explant procedure was not completed as helix retraction difficulties were encountered. Since only nonaggressive explant procedures are performed at this center, the physician made the decision not to continue with the surgery. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
Please note that the product serial number is unknown at this time. The distributor was contacted for additional information, but no response has been received. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was attempted to be explanted due to a conductor fracture. After the explant attempt, the lead remained connected to the device and the pacing impedance was found to be out of range and greater than 3000 ohms. Additionally, it was discussed that the patient requires magnetic resonance imaging (MRI), but boston scientific technical services (ts) explained that with a damaged lead, the system may not be intact for MRI scan and side effects can occur if currents are induced via magnetic fields. Therefore, it was recommended not to perform the MRI. The patient was reported in atrial fibrillation (af), and at this time, no further information is available. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Please note that the product serial number is unknown at this time. The distributor was contacted for additional information, but no response has been received. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was attempted to be explanted due to a conductor fracture. After the explant attempt, the lead remained connected to the device and the pacing impedance was found to be out of range and greater than 3000 ohms. Additionally, it was discussed that the patient requires magnetic resonance imaging (MRI), but boston scientific technical services (ts) explained that with a damaged lead, the system may not be intact for MRI scan and side effects can occur if currents are induced via magnetic fields. Therefore, it was recommended not to perform the MRI. The patient was reported in atrial fibrillation (af), and at this time, no further information is available. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. The explant procedure was not completed as helix retraction difficulties were encountered. Since only nonaggressive explant procedures are performed at this center, the physician made the decision not to continue with the surgery. No additional adverse patient effects were reported. The lead remains implanted and in service.